Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the battery was depleted and at end of service (eos) on (B)(6) 2016. The patient's body was shaking again and the "type of depletion was abnormal" and it "ran out afterwards". The patient was in continuous mode. The electrode contacts (positions 1, 2 and 3) had a short circuit. Contact 1/2 was 78 ohms, 1/3 was 71 ohms and 2/3 was 78 ohms. The electrode at contact 0 was normal. The doctor thought the issue was related to the short circuit. Since the cause of the electrode failure was unclear and the power consumption was intensive, the patient had a replacement surgery with a new extension and ins on the day of report. The patient was doing well.

Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found ins battery eos or eri longevity not met, cause unknown. The ins was received with a low battery and it failed the ngt due to low battery. Using the parameters from the initial review during check-in and impedance from a photo attached to the pe in gch, a longevity estimate was made of 34.8 months to eri and 37.8 months to eos. The complaint states that there was low impedance observed on any electrode pair referencing the # 3 electrode, but the ins was programmed to c + and 0 -. No visual or electrical anomalies were found with the hybrid circuit. Destructive analysis of the battery did not find any internal anomalies that would have cause premature battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.